Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report; corrections have been made to this report with updated device evaluation codes and device analysis notes. The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to verify for battery out of limit alarm anomaly due to no button response. The insulin pump had received with minor scratched display window and cracked battery tube threads.